Event description:
Using latex condoms, female partner within hours swelling, redness, burning in vaginal area..thought it was just first time after delivery of baby.. But each time the symptoms were worse..changed to lambskin..didn't happen..used latex condom twice with intercourse with 3 days of severe burning, swelling, redness in vaginal area..also reported an emergency room visit 2 years ago for rupture of large ovarian cyst which hospitalized her. Vaginal exam done.. Pt thought she had a yeast infection for two weeks post this exam, but when treatment didn't help realized it must have been an allergy to latex gloves used for exam. States as long as gloves are powder free and she washes hands after use..there are no problems..discussed with her about latex allergy..and need to tell medical personnel in future. Dates of use 11/30/96 - 03/09/06. Dates of use: for latex gloves 06/15/04 - 06/20/04. Event abated after use stopped.